Event description:
During surgery, the surgeon placed the u-lag screw into the patient bone. The surgeon tried to insert the u-blade using the inserter. When the surgeon used the inserter, the one spring pin of inserter broke.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection and manufacturing records revealed no discrepancies. The item returned was documented as having met specifications prior to distribution. The spring pin broke in a forced brittle manner. No plastic deformation was found. The failure reported could not be reproduced and the exact root cause of the reported event could not be determined. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, the surgeon placed the u-lag screw into the patient bone. The surgeon tried to insert the u-blade using the inserter. When the surgeon used the inserter, the one spring pin of inserter broke.